Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Hearing performance with the device worsened. There was no accident or trauma reported. The recipient was re-implanted.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The recipient's hearing performance with the device deteriorated. There was no accident or trauma reported. The recipient was re-implanted on (B)(6) 2018. The electrode lead on the skull was completely covered by bone. In addition, one section of the electrode lead was covered by bone in the mastoidectomy; while trying to free this part during explantation the electrode was cut by the burr. No damages were observed prior to removal.